Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that a forcetriad energy platform was in use when a non-covidien cord plugged into the forcetriad caught fire. Patient drapes caught fire as well. There was no injury to the patient or others in or.